Manufacturer narrative:
Evaluation summary: no sample has been received for the report of a blade that did not cut. Because no sample was returned, the condition of the product could not be verified. Two different lot numbers were identified with this complaint;. Although the actual part number and lot number remain unknown, a device history record review was performed for both possible lots. A review of the related device history records (DHR) for the two reported lot numbers, has been performed; no anomalies were found. The product was released based on the products acceptance criteria. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Because no sample was returned and the device history review (DHR) of the lot numbers provided indicated product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery room manager and a nurse reported that a knife did not cut or that it cut badly during a procedure. An alternate knife had to be obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. This is one of nine reports being filed for this facility. This report refers to the event that happened on (B)(6) 2015.